Event description:
It was reported that the atrial lead exhibited loss of capture when the right ventricular lead was being revised due to dislodgement. The helix was retracted but did not deploy properly at revision. The lead was replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.